Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: water ingress into the imaging device, water ingress into the cable, and main body cracking. Based on the results of the investigation, it is likely the following led to the malfunction: a definitive root cause could not be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited water ingress into the imaging device, water ingress into the cable, and main body cracking. There was no patient involvement.